Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 105, which was not reproduced during evaluation. A review of the event history log was performed. The customer reported that the event occurred on (B)(6) 2020, however no infusions were programmed and no evidence of system error 105 on that date. There are four occurrences of system error 105 in the history log. Two system error 105 alarms are logged on (B)(6) 2020, one occurred after the flow was confirmed by the user, and another occurred at power up. There are two system error 105 alarms logged on (B)(6) 2020, both of which occurred after the flow was confirmed by the user. The cause of the reported issue was determined to be loose gears and the motor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 105 (pic motor error) after changing infusion rates (medication, dose, programmed amount and delivery rate unknown). The problem occurred during patient therapy in the emergency room. There was no known patient injury or medical intervention associated with this event. No additional information is available.